Event description:
A pt had a loss of therapeutic effect following a car accident. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).